Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) wanted to review reports on this pacemaker. The patient experienced palpitations. Technical services (ts) reviewed the device data and noted exhibited atrial undersensing on stored atrial fibrillation (af) episodes. No additional adverse patient effects were reported. This pacemaker remains in service.